Event description:
It was reported that patient (pt) was transferred to a hospital via helicopter to be evaluated for coronary artery bypass. Pt was in a sinus rhythm with frequent pvc and on occasion in bigeminy. He had milrinone, lidocaine, heparin, and versed infusing. When the clinical support specialist (css) spoke with the nurse, they stated that intra-aortic balloon pump (iabp) was in autopilot and was not pumping consistently. Pt was in bigeminy and iabp read that pt's heart rate was 40 and bedside monitor read heart rate was 70 bpm. Css asked if ECG signal had a large complex followed by a small complex and was told that it was; iabp was using ECG for trigger. Css then had nurse disconnect ECG cable from iabp and autopilot switched to arterial pressure (ap) trigger which in turn caused pumping to become more consistent. The nurse stated that fiberoptic waveform was not the best, despite the fact that they had calibrated the waveform and pressure readings were very low compared to radial ap waveform. Mean pressure on the fiberoptics was reading 40's while map on the radial was 66. Css had them recalibrate fiberoptics and in turn readings became similar between the two. He stated waveform was somewhat better. Triggering issue was discussed with ECG and explained that with such a variation of the complexes, iabp may be over or under gaining the complex, causing it to loose trigger. It was decided that the best thing would be to move ECG electrodes on pt to see if they could find a signal that does not have such a big variation between the complexes, switch to "operator" mode and put iabp in ap trigger while changing ECG electrodes. When switched to "operator" mode, iabp would not let the nurse adjust timing and he stated screen had a box with an e in it. Css had him hit reset and also home keys; however, neither one cleared the screen and he still was not able to manually adjust timing. Css then suggested they change iabp's and tag first one for (B)(4) (serial number of pump tagged is (B)(4)). Nurse explained that fiberoptic cable had been tied in a knot in two places when they received pt and he asked if that would affect iabp. Css explained they would not get an ap waveform if the fiberoptic cable was broken and the main problem they were having was related to the triggering issue. They changed iabp and on the second one, calibrated fiberoptics. Css had him check show status for fos status and verify it said "ok". Pressure readings were then correlating with bedside monitor. Nurse has now moved ECG electrodes. There was still some variation with the complexes, but iabp started pumping more consistently. User was then able to go into operator mode on second iabp and adjust timing. Css asked him to fax strips so he could look at his signals to see if there was anything else to suggest. Upon receipt, he found fiberoptic signal was good and timing appropriate. It was noted that with some of the pvcs, there was no pulse pressure or an extremely small one. As a result, iabp did not pump for those and the complex is too small for it to trigger it on. The users are much happier with iabp's response at present. When iabp is in autopilot and using the ECG for trigger, it is using peak. Css explained that if they continued to have trouble with ECG signal and it could not find a lead that was more consistent for iabp, either disconnect ECG signal or go to operator mode and use ap triggering.

Manufacturer narrative:
(B)(4).